Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during displacement test due to motor high current draw. The insulin pump passed idle current test and run current test. Analysis was unable to perform self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that they experienced high blood glucose. The customer's blood glucose was 523 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.